Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had unexpected shutdown before. A technical support specialist found that the device operating normally during remote support service (rss) access. No system errors, drive issues, or abnormal events were seen in event viewer or data sync logs. Medication application logs only showed isolated hardware timeouts and fingerprint capture failures, with no signs of a persistent problem. Log timestamps showed continuous device usage with no gaps. Later when contacted, the customer confirmed the device was working properly since reboot and confirmed to close the case. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was frozen after reboot. There were no adverse events or injuries reported based on this event.